Event description:
It was reported that during a lap cholecystectomy procedure the device was scissoring clips on the cystic artery on unknown firings. Unsure of how the case was completed but there were no patient consequences reported.

Manufacturer narrative:
Date sent: 08/08/2007.